Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported dislodged cannula. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 operating system: ap3a.240905.015.a2.s921usqs4byf5 hardware: sm-s921u cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that his blood glucose had risen to over 250 mg/dl. The pod adhesive had separated completely from the patient's leg, causing the cannula to dislodge. At the time of the event, the pod had been worn longer than 48 hours. Treatment information was not reported.